Event description:
Wrong implant size inserted (collar height). Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used.